Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for oversensing/noise and was exhibiting small r-waves. It was "suspect" that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for an episode of ventricular tachycardia (vt) because of the small r-waves. Both the rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead and crt-d were reprogrammed and remain in use.